Event description:
It was reported that the patient¿s second implantable neurostimulator (ins), which was implanted in the front of the body, flipped and it was ¿sticking out of her shirt¿. It was reported that it was moved to the patient¿s right buttocks.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).